Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the vad destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular assist device (lvad) had low flow alarms and below normal power consumption. It was suspected that there was an inflow canula obstruction and the patient's lactate dehydrogenase (ldh) levels had "increased drastically". The patient went to the operating room which demonstrated a near obstructing organized thrombus in the inflow canula. The lvad was removed and was not replaced upon explant due to cardiac function recovery. Three days post lvad removal the patient had a suspected acute stroke and underwent a computerized tomography (CT) which showed right internal carotid total occlusion. The lvad was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sudden, sustained decrease in power consumption and estimated flow starting on (B)(6) 2021, leading to parameters below normal operating range, and one low flow alarm logged on (B)(6) 2021. Information received from the site indicated that, in addition to the low flows, the patient's lactate dehydrogenase (ldh) level was elevated, and the ventricular assist device (vad) was explanted due to an occlusion of the inflow cannula. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the inflow cannula of the pump. As a result, the reported thrombus event was confirmed. Information received from the site revealed that the patient experienced a right internal carotid artery occlusion following the vad explant procedure. The patient was treated with metoprolol tartrate and intravenous (IV) heparin. Based on the available information, the device may have caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported low flow event may be attributed to external factors such as thrombus at the inflow cannula. Per the instructions for use, device thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus or neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d6b a supplemental report is being submitted for a correction. D6b explanted date corrected to (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with metoprolol tartrate and intravenous (IV) heparin.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sudden, sustained decrease in power consumption and estimated flow starting on (B)(6) 2021, leading to parameters below normal operating range, and one (1) low flow alarm logged on (B)(6) 2021. Information received from the site indicated that, in addition to the low flows, the patient's lactate dehydrogenase (ldh) level was elevated, and the ventricular assist device (vad) was explanted due to an occlusion of the inflow cannula. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the inflow cannula of the pump. As a result, the reported thrombus event was confirmed. It was further reported that the patient experienced a right internal carotid artery occlusion following the vad explant procedure. The patient was treated with metoprolol tartrate and intravenous (IV) heparin. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported low flow event may be attributed to external factors such as thrombus at the inflow cannula. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus or neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sudden, sustained decrease in power consumption and estimated flow starting on (B)(6) 2021, leading to parameters below normal operating range, and one (1) low flow alarm logged on (B)(6) 2021. Information received from the site indicated that, in addition to the low flows, the patient's lactate dehydrogenase (ldh) level was elevated, and the vad was explanted due to an occlusion of the inflow cannula. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the inflow cannula of the pump. As a result, the reported thrombus event was confirmed. It was further reported that the patient experienced a right internal carotid artery occlusion following the vad explant procedure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported low flow event may be attributed to external factors such as thrombus at the inflow cannula. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus or neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.